Event description:
Displayed as "high"; however, specific value was not provided. Reportedly, the customer was not removing air from the cartridge during load sequence and over filled cartridge. A correction bolus and manual injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.